Event description:
The clinician reported that during the procedure, the tip of the endoscopic vein harvesting device, bipolar device broke. The piece was recovered. There were no pt complications due to the incident.

Manufacturer narrative:
The clinician reported that during the procedure, the tip broke off the endoscopic vein harvesting device. There was no report of pt injury. The device was returned to sorin group USA for eval. Visual inspection confirmed that the tip was broken. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated altering all customers of the issue and providing instructions on the safe use and return of product. The customer was initially notified by the field safety notice letter sent on 11/24/2009 regarding this issue. They responded on jan 6, 2010. After this incident, a sorin group USA rep made arrangements to remove all affected product from the facility.